Event description:
During routine testing of the device at the service center, the service technician reported a broken clamp knob and bent vesa plate on the central control monitor display mounting arm. No other details regarding the nature of the event were provided. Since the event occurred during routing testing of the device, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.